Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported. Additional information received reported that the cause of the observed out-of-range pace impedance measurements was not conclusively determined. During the revision, the right atrial (ra) lead was tested on the pacing system analyzer (psa) and normal pace impedance ranges were observed. This pacemaker is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported. Additional information received reported that the cause of the observed out-of-range pace impedance measurements was not conclusively determined. During the revision, the right atrial (ra) lead was tested on the pacing system analyzer (psa) and normal pace impedance ranges were observed. This pacemaker is not expected to be returned for analysis. No additional adverse patient effects were reported.